Manufacturer narrative:
B3 - date of event: unknown, no information provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed accuracy testing. The product fault occurred during testing.

Manufacturer narrative:
D4 primary UDI number: corrected. D9: date returned to mfg.: 5/10/2024. H3 and h6. Evaluation codes: updated. One device was received. Per visual inspection, the rear housing was cracked near latch lock. Downstream sensor was contaminated. Per functional testing, the complaint was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No problem found. Replaced rear housing, connector grounding gasket, rear label, bottom label, rtc battery and dso. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.